Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported multiple patients experienced an unexpected outcome. The patients had perfectly looking corneas and well centered intraocular lens (iol). The physician thinks something is wrong with either the biometer or intra aberrometer measurements. There are two related reports; one for each of the two aberrometer devices that were reported. This report addresses the second of the two aberrometer devices.